Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient went to sleep on (B)(6) 2023 and it was reported that they became unconscious in their sleep. The patient stated she had work at 1:00pm on (B)(6) 2023 but had remained unconscious. It was reported that the patient's boyfriend who was at work tried to call the patient but she was not answering his calls. He went to check on the patient after work and could not wake her. He called 911 and when the paramedics arrived, they treated the patient with "one dose of glucagon pen through a syringe". When the patient regained consciousness at 7:30pm, they felt lightheaded, dizzy, felt off and was sweating. The paramedics observed the patient for 2 hours until she was feeling fine. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c and d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The product (transmitter) was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and there was zero voltage. A review of the share logs was performed and the allegation of inaccuracies was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.